Manufacturer narrative:
See regulatory report # 2649622-2015-15922 regarding the other trial lead; model: 977a260, serial: (B)(4). Concomitant product: product ID: 977a260, serial# (B)(4), product type: lead. (B)(4).

Event description:
A company representative (rep): reported on (B)(6) 2015 that there was a lead issue during the implant of a trial system. The leads measured out of range (>10,000 ohms) on most combinations. The leads were replaced, as they were only able to get good measure on a few electrodes. The issue had completely resolved post-operation. No patient symptoms were reported. The trial implant operation had occurred on (B)(6) 2015. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Additional review determined this event should have been reported as a serious injury rather than a malfunction.